Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin due to an issue with the piston rod. The patient was hospitalized for hyperglycemia. The patient had symptoms of weakness and dry mouth. The blood glucose result was 28.0 mmol/l. It is unknown if this result was taken on the patient's meter or on the hospital's meter. The patient was treated with insulin pens. It is unknown on how long the patient was in the hospital. The infusion device cannot be returned for legal and customs issues.